Event description:
Event: rupture of aortic aneurysm resulting in the explant of the ancure endograft and open repair. It was reported that the patient underwent emergency surgery to repair a ruptured aortic aneurysm, explant of the ancure endograft and open repair. The cause of the rupture is unknown; however, the aneurysm had been observed to shrink at last medical exam. Patient was reported to be in guarded condition post-op and an esophagogastroduodenoscopy with attempted percutaneous endoscopic gastrostomy tube placement; however, was unsuccessful due to location of stomach and recent surgical incision from abdominal aortic aneurysm repair.